Event description:
During a reprogramming session, it was noted that several contacts had high impedances. During the lead revision, the implanted extension was found to have a 90 degree bend in it. Replacement of the extension solved the high impedances.